Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged belt, service code 105) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open brown (-5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a patient's electrode belt was damaged and that the patient was receiving service code 105.